Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the needle got stuck in the expressew iii suture passer w/ hook. Another gun was used to continue with the procedure and during the case the needle got bent and the plastic card came off, the physician was able to remove the needle from the gun. Then while using the first 4.9mm healix advance sp biocomposite anchor they noticed that the guide was not loaded correctly and for the second anchor the inserter was cutting the tails of the sutures. Both anchors were successfully implanted. The procedure was completed with no patient consequences or delay. The gun and needle are available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: investigation summary: according to the information provided, it was reported that during a rotator cuff repair, another gun was used to continue with the procedure and during the case the needle got bent and the plastic card came off, the physician was able to remove the needle from the gun.the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number:54526, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.